Manufacturer narrative:
.

Event description:
It was reported by a neurologist that a vns patient passed away on (B)(6) 2011 while he was in jail. The patient's death was not related to vns per the treating neurologist and onsite nurse. The emergency room discharge report was received and the report indicated that patient died due to cardiac arrest. Patient was found supine in a hospital bed. Nursing staff stated that he had seized 15 minutes prior to arrival of ems and then went unresponsive. The patient has a history of seizures and has coded in the past after his seizures. Patient was found to be pulse v-tach and CPR was started. Cardiopulmonary resuscitation was performed but was unsuccessful. Patient was pronounced dead at the hospital on (B)(6) 2011. Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2011 due to causes of "other and unspecified convulsions". A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep.